Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer cancelled the work order as; this department site is on psp program and local fse doesn't support this site. Call dispatched to me by mistake. Advised to reassigned it to local biomedical team no findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 4.2 drawer repeatedly failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.